Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that two months sixteen days post index procedure using a drug-coated balloon catheter, in the upper left arm of brachial vein, the subject had an adverse event of av access re-intervention for aneurysmal changes. It was further reported that the adverse event was definitely related to the device, procedure and av access circuit. Reportedly, the subject underwent av access circuit re-intervention of patch angioplasty of stenosis and aneurysm repair involved on the target left arm on the target lesion basilic vein with initial stenosis of 80% and final residual stenosis of 10%. Furthermore, the re-intervention was successful and the current status of the patient was unknown.